Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user is testing with test strips expired. Manufacturer contacted customer with follow up phone calls to ensure new product replacement resolved the customer original concern and meter is not displaying low results as well as customer condition; customer reported is asymptomatic, customer has not required medical attention; customer's doctor placed a monitor for blood glucose monitoring.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 130-147mg/dl fasting. Verified the strips expire 9/27/2016. Customer confirms the strips have been properly stored and were first opened 4 months ago. Reviewed meter memory: (B)(6). Memory concerns: customer is concerned with result of 136 , 135 , 132,148,137 mg/dl. Customer's wife called stating her husband mr. (B)(6) has received results using his true result meter that he/ ms.(B)(6) consider are low for him. Mrs. (B)(6) states that on (B)(6) 2015 customer woke up and fell from the bed and lost consciousness. Customer was found by a relative and 911 was called. Customer was taken to (B)(6) hospital in (B)(6) around 09:00 am and his blood glucose levels upon arrival at the ER were 30 mg /dl. .customer suffered complications: renal failure ( currently receiving hemodialysis ) , pneumonia and 2 cerebral infarctions . Customer was discharged from the hospital on (B)(6) 2015 and transferred to the (B)(6) where customer remained until discharge home on (B)(6) 2016 .customer states 2 weeks ago he received a result of 137 mg/dl fasting with his true result meter in the morning and with the facility device his results was in the 160 mg/dl's. Customer's wife states that customer's normal range in the last few days is 130-147 mg /dl fasting. Customer has used vial lot# pp1600 for more than 4 months. Customer meter has the wrong time and date.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user is testing with test strips expired. Manufacturer contacted customer with follow up phone calls to ensure new product replacement resolved the customer original concern and meter is not displaying low results as well as customer condition;customer reported is asymptomatic, customer has not required medical attention;customer's doctor placed a monitor for blood glucose monitoring. Correction: correction of serial #: (B)(4).

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 130-147 mg/dl fasting. Verified the strips expire 9/27/2016. Customer confirms the strips have been properly stored and were first opened 4 months ago. Reviewed meter memory (B)(6). Memory concerns: customer is concerned with result of 136 , 135 , 132,148,137 mg/dl. Customer's wife called stating her husband mr. (B)(6) has received results using his true result meter that he/ ms. (B)(6) consider are low for him. Mrs. (B)(6) states that on (B)(6) 2015 customer woke up and fell from the bed and lost consciousness. Customer was found by a relative and 911 was called. Customer was taken to (B)(6) hospital in (B)(6) around 09:00 am and his blood glucose levels upon arrival at the ER were 30 mg /dl. Customer suffered complications: renal failure ( currently receiving hemodialysis ), pneumonia and 2 cerebral infarctions . Customer was discharged from the hospital on (B)(6) 2015 and transferred to the (B)(6) house where customer remained until discharge home on (B)(6) 2016 .customer states 2 weeks ago he received a result of 137 mg/dl fasting with his true result meter in the morning and with the facility device his results was in the 160mg/dl's. Customer's wife states that customer's normal range in the last few days is 130-147 mg /dl fasting. Customer has used vial lot# pp1600 for more than 4 months. Customer meter has the wrong time and date.